Event description:
The sales representative reported on behalf of the customer that the cd801 5mm laparoscopic kittner, blunt dissector 40 cm length was being used on (B)(6) 2025 and ¿during the procedure the tip of the endo kittner (the sponge portion) fell off into the patient's abdomen. No excessive force was used; the sponge fell off with ease.¿ per further assessment it was reported that the tip fell into the surgical site and was retrieved. There was no impact or injury to the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Manufacturer narrative:
Examination of returned used cd801 device found that the woven tape from the end of the device was disconnected from the rest of the device. The root cause cannot be determined, however, based upon evaluation, and photos, the likely cause of this event was excessive force that dislodged the tip. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 11 reports, regarding 16 devices, for this device family and failure mode. During this same time frame 70,620 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.0002. Per the instructions for use, the user is advised the following: a thorough understanding of the principles and techniques involved in laparoscopic laser and electrosurgical procedures is essential to avoid shock and burn hazards to both patient and medical personnel and damage to the device or other medical instruments. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The sales representative reported on behalf of the customer that the cd801 5mm laparoscopic kittner, blunt dissector 40 cm length was being used on (B)(6) 2025 and ¿during the procedure the tip of the endo kittner (the sponge portion) fell off into the patient's abdomen. No excessive force was used; the sponge fell off with ease.¿ per further assessment it was reported that the tip fell into the surgical site and was retrieved. There was no impact or injury to the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.